Event description:
It was reported the device outputs were set very high throughout the life of the device. It was explanted and replaced. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis found the device battery was depleted. Further analysis determined this was caused by high current leakage in the tantalum capacitor.